Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/14/2021. H.6. Investigation: one loose 5ml luer-lock syringe was received. No defects were visible on the syringe and its tip. Additionally, the barrel was measured for tip outside diameter to ensure a proper fit for needle use and fell within specification. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that a syringe 5ml ll euro 125 s/c separated from the needle during use. The following was reported by the initial reported: "during the injection, the syringe became detached from the rycroft needle resulting in a wound (capsular rupture) in the patient's left eye. A report to the bausch and lomb laboratory was also made regarding the rycroft needle. Capsular rupture: serious complication of cataract surgery, compromises the patient's chances of having a posterior lens implanted, which allows for optical correction."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a syringe 5ml ll euro 125 s/c separated from the needle during use. The following was reported by the initial reported: "during the injection, the syringe became detached from the rycroft needle resulting in a wound (capsular rupture) in the patient's left eye. A report to the bausch and lomb laboratory was also made regarding the rycroft needle. Capsular rupture: serious complication of cataract surgery, compromises the patient's chances of having a posterior lens implanted, which allows for optical correction."